Manufacturer narrative:
This report is submitted on august 30, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection and was subsequently treated with oral antibiotics (date and duration not reported). The implanted device remains.